Event description:
It was reported that during a drug eluting stenting treatment procedure, the shaft of the catheter broke. The lesion being treated was a tortuous, severely concentric calcified rca lesion. The physician predilated it (balloon type unknown) and attempted to deploy a taxus express2 8.8% 3.50mm x 28mm stent. The stent was under deployed and when attempting to remove the balloon, it is believed that balloon got caught on the stent and was torn. The physician gave an extra "tug" and it was then the catheter shaft broke. A 2.0mm x 9mm maverick balloon was used to trap the fractured device and the entire system including the guide catheter was removed without incident or pt injury. The physician crossed the lesion several times with maverick and quantum maverick balloons, but was unable to "pop" calcium. Finally able to "pop" calcium with 4.0mm x 9mm ranger at 19 atms. The stent integrity may have been damaged during removal attempts. Multiple balloon inflations were performed as previously indicated. The final result of the ptcas was very good. The pt is reported as "fine."